Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The deployment issue was unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a femoral artery. A 6.0 x 120 mm absolute pro ll self-expanding stent partially deployed, but with some manipulation was able to be ultimately deployed at the target lesion. However, the stent was short 2 cm in covering the distal target segment. Deployment was noted as difficult due to the thumbwheel. Therefore, another stent was used to successfully complete the procedure and cover the distal part of the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.